Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: the result of the investigation performed indicated that the returned efo 22mm with c-mount connector for endoscopy camera, catalog#242435-12, 103479363 rev b, sn (B)(6) failed due to fogging on the lenses. The returned device matched the report, and the incident was confirmed. The review of the risk assessment for the failure mode indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. The information obtained does not reasonably suggest that the device has or may have caused or contributed to death, serious injury or has malfunctioned in a manner that would be likely to cause or contributed to a death or serious injury if it were to recur. Functional testing revealed that the picture is blurry due to fogging to the lenses inside. The most probable root cause is adhesive leakage. Visual: misassembled, upon receipt: received misassembled. Per service reports, this complaint was confirmed. Based on service manual operational and diagnostic, the device was found to be non-repairable, and it needs to be scrapped. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformance was identified. Based on the investigation findings, the faulty parts were identified as the root cause for the device failure during the service evaluation. A product issue was identified during the investigation of the sample received. This product issue will be addressed through the supplier quality system. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the fixed focal length coupler 22mm device had water that infiltrated inside the coupler which did not allow for a usable image on the screen. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.